Event description:
It was reported that while the surgeon was using the screwdriver to insert a screw, a piece of the screwdriver head broke off the screwdriver and cold welded into the head of the screw.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.